Event description:
It was reported by the customer that when we pushes the act button on the insulin pump he sees a spark. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
The insulin pump was programmed with a test transmitter and glucose sensor simulator. The sensor feature worked properly. No unexpected calibration error or alarms were noted. The insulin pump buttons all responded properly. No sparks or unexpected sparking noise was noted during the button presses. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, and a missing end cap sticker.